Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) experienced zapping and jolting sensations. The patient had a fall a few weeks prior, hitting their head near one of the leads. An impedance test was conducted, which showed that the implant was functioning properly. Despite this, the patient continued to experience shocking sensations, particularly in the evening. The patient turned off the deep brain stimulation and has not experienced the shocking since. The patient was advised to consult their healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that issue of shocking has not resolved yet and there is no planned interventions at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturing representative (rep). Rep reported that patient is experiencing a buzzing sensation in their chest. It is unsure if it is hot flashes or not. Impendences were checked and are all normal. Additional information received from healthcare provider (hcp). Hcp reported that the cause of the shocking was unknown, that it may be from the battery. Hcp reported that patient experienced shocking sometimes while charging. Patient is going to see neurosurgeon to possibly replace implantable neurostimulator.